Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass, when doing anastomoses, incomplete staple line was noted from two circular staplers. Leak was noted during leak test. Resection and restapling were performed to resolve the issue. Surgical time was extended by at least 30 minutes as a result of the event.